Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter at 7:00am. The consumer immediately performed another test using the same meter and strips getting a result of "hi" mg/dl. The consumer administered 6 units of insulin based on the two "hi" readings. The consumer also ate an apple and cheese. At 8:00am the consumer tested again getting a result of 535 mg/dl. The consumer started to experience a hypoglycemic event which did not require any medical intervention. The consumer then opened a new vial of nova test strips and tested herself again getting a result of 57 mg/dl at 8:01am. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.